Event description:
This report is to advise of a fracture found in the catheter during analysis exposing internal wiring.

Manufacturer narrative:
One bi-directional, curve d-f, sensor enabled, advisor hd grid mapping catheter was received for evaluation. It was noted that the paddle had been damaged, and the distal coupler was bent. It was also noted that the pellethane tubing was wrinkled and the nitonol frame was protruding from the tubing material. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported damage remains unknown.